Manufacturer narrative:
The received sample was found in the outer blister with cover foil. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the tip shows signs of wear deformation. This could be the reason why the tip cannot be screwed. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. A 100% inspection and a qc inspection in the production process ensure that a defective instrument will be detected in production. The most possible root cause could be that the instrument has been deformed by external force during use. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that an accessory tip would not screw into a pneumatic handpiece prior to surgery. An alternate handpiece was obtained in order to set up for the procedure. There was no patient involvement with the unsatisfactory handpiece thus, no patient impact. Additional information has been requested.